Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that about one month after a routine device replacement procedure, an audible alert was triggered when the cardiac resynchronization therapy defibrillator (crt-d) measured increased impedance on all ventricular ports. During the revision, the physician had a problem securing one of the set screws so the device was explanted and replaced. No patient complications have been reported as a result of this event.